Manufacturer narrative:
Insulin pump received with no express bolus response due to corroded keypad traces. No button error alarm during resting. Insulin pump received with cracked reservoir tube lip, scratched case, broken belt clip slot and minor scratches on lcd window.

Event description:
Customer reported a button error alarm. The customer's blood glucose was 300 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.